Event description:
It was reported that on a remote transmission altered sensing was observed on the right ventricular (rv) channel. Reprogramming was performed and the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The maximum defib active can on impedance rises from an approximate baseline of 70 ohm the week ending (B)(6) 2013 to 99 ohm the week ending (B)(6) 2013. (B)(4).